Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
The 8mm tip-up fenestrated grasper instrument was returned with an unknown issue. No further information was provided.